Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported right side rupture. The device has been explanted.

Event description:
Health care professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g4.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: underweight, broken shell and yellow particles in the gel. A visual and microscopic analysis was performed which identified: broken crease sharp on anterior, smooth broken on radius, non-penetrating nick, stress marks in the shell, wear abrasion and crease fold. Based on the device analysis the final assessment is: a broken crease sharp on anterior assessed as fold flaw opening a smooth broken on radius assessed as smooth opening

Event description:
Health care professional reported right side rupture. The device has been explanted.